Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber is broken within the outer flow tubing, just forward of control knob, between control knob and distal end; there is no sign of melting at the location of the fracture; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits very mild detritus adhesion; the outer flow tubing exhibits mild contamination. Likely biologic. Probable root cause: based on the product analysis results, the probable root cause of the failure is: excessive bending/user handling.

Event description:
It was reported that during a bph prostate procedure the ¿fiber cracked / broke at scope fiber port" at 188,840 joules of usage and "operating at 100w vapor 35w coag at 33:53 minutes / seconds". The fiber was exchanged; case was completed. Patient outcome:¿ ok¿ reported. No injury reported.